Event description:
The event involved a patient with metastatic cancer who was on hospice care and was admitted to the hospital for control of the patient's severe pain. The patient was receiving high dose dilaudid via a patient controlled analgesia (pca) infusion pump with the goal of getting the patient's pain under control. The patient's nurses and doctor were trying hard all day to get the patient's pain under control by increasing the doses of continuous and demand dilaudid. At 1838, the nurse went to change the dilaudid syringe as it was empty. The pump would not accept the new syringe, "barcode not read." A pharmacist came to the patient's room with a new label for the syringe; the pump still said, "barcode not read." The library on the pump was updated with no change. Ordered a new pca, same thing. Pharmacy placed a new label (another) and no change. Tried a different syringe with no change. Finally, after 90 minutes, another pump was delivered to the unit by a third party and the new pump worked. The patient was without the dilaudid pain medication for 90 minutes. The non-working pca pump was returned to the third party (leases the pca pumps to this facility) for repair.